Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from italy stating that a m525 f20 had a failure of the main and backup illumination during surgery. There was no patient injury.